Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, and 100% stenosed left anterior descending artery. Rotational atherectomy and pre-dilatation was performed with a non-abbott balloon catheter. Several attempts to cross the lesion were made using a 2.25 x 28 mm xience v; however, the device could not cross. The proximal shaft separated outside the anatomy; therefore, the device was easily removed from the anatomy. A new same size xience v was successfully implanted. A non-abbott balloon was used for post-dilatation. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.